Event description:
It was reported that the drive link was broken off of the device. There was no patient involvement, and there were no adverse consequences, medical interventions, or procedural delays as this occurred during testing at the manufacturer facility.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the drive link was broken off of the device. There was no patient involvement, and there were no adverse consequences, medical interventions, or procedural delays as this occurred during testing at the manufacturer facility.